Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information is received, this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture with no asystole observed. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. There were cuts noted in the outer insulation, which are likely damage that occurred during the explant procedure. An x-ray showed no conductor anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of product analysis.